Manufacturer narrative:
It was reported that the end of stent on stomach side could not be fully expanded, even though it usually expands soon after deployment. Through the attached photo, it is confirmed that the stent was partially expanded. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. It is hard to identify the root cause because the suspected device was not returned, and it is hard to reconstruct the situation at the time of procedure. However, based on the partially expanded stent which has been confirmed, it is considered that stent was partially expanded after deployment, but it was expanding slowly due to the patient lesion's pressure and curve. It is stated on user manual as follows. 10. Procedure, (5) after stent deployment c) balloon dilatation inside the stent can be performed on demand. 11. Perform routine post implant procedures, a) a stent may require up to 1 to 3 days to expand fully. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
It was reported that the stent was used for eus-hgs and the end of stent on stomach side could not be fully expanded, even though it usually expands soon after deployment. The physician determined to monitor how it goes without any additional treatment expecting it will be fully expanded later. There were no patient complications as a result of this event.